Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device failed at the second attempt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.